Manufacturer narrative:
Sex is updated to male the field service representative found the nozzle #1 was obstructed and not aspirating the high concentration waste from the cuvettes on the architect c8000 analyzer. The field service representative replaced the nozzle, bellows, poppets and cleaned the cuvette segments, cuvettes and water bath for resolution. No reports of erratic or discrepant results have been received since the field service representative replaced parts and optimized the system. In addition, the evaluation included a review of the architect serial (B)(4) service history, complaint and internal information, and related product labeling. Complaint tracking and trending was reviewed for the nozzle, the likely cause part and the architect c8000 with no adverse trends identified. The architect operations manual provides probable causes and corrective actions for the observed problems of erratic results and "high-concentration waste not aspirated from cuvettes" which is evident when nozzle #1 is overflowing as the customer described. Field service resolved the issue by performing troubleshooting which included replacing multiple used parts and performing maintenance. The architect c8000 analyzer is performing as intended.

Event description:
The account generated a falsely depressed calcium of 0.95 mmol/l on sample ID (B)(6) processed on the architect c8000 analyzer. The same sample was processed on another analyzer with calcium of 2.51 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation is in process.